Manufacturer narrative:
The insulin pump was received unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The insulin pump passed self-test and unexpected restart error test. All operating currents tested with in the spec range and passed off no power test. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap came loose and stuck out from the side of the pump. The customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.